Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior leaflet, and prolapsed posterior leaflet. A mitraclip ntw was inserted and placed on the mitral valve. However, while attempting to deploy, the clip would not release. Troubleshooting was performed and the clip was able to be deployed, reducing the mr to a grade of 1. The clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The provided fluoroscopic still image was reviewed by an abbott senior staff engineer clinical r&d engineer. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic still image of the reported device was provided. The delivery catheter (dc) shaft is extended, and the clip is attached to the l-lock shaft indicating the image was taken prior to deployment (mechanical separation). The clip appears to be in a fully closed position. It is unclear if, or at what step, during the deployment process the image was taken. There are no abnormalities or device issues observed in the image. The reported difficult / delayed activation (difficulty deploying the clip) cannot be confirmed based on the image provided.